Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web ((B)(6)) database review and similar incident query for this product were not performed since the lot number was not reported. It should be noted the emboshield nav6 embolic protection system electronic instructions for use (eifu) warns: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. In this case, since the guide wire used during the procedure was not compatible with the eps, the violation of the instructions for use did cause or contribute to the reported difficulty removing the filter and subsequent treatment. Based on the information provided, the investigation determined the reported difficulties and subsequent treatment appears to be related to user error. The guide wire used in the procedure, was not compatible with the emboshield nav6 embolic protection system. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a procedure to treat a moderately calcified and mildly tortuous internal carotid artery. It was noted the physician exchanged the barewire with another wire as he was unaware the emboshield nav 6 is only compatible with the barewire that is included in the package. The filter was inserted and successfully positioned. After the lesion was treated the filter was attempted to be removed. However, due to the wire not having the step on it, the filter was unable to be removed, resulting in a clinically significant delay in the procedure. To retrieve the filter, a surgical procedure was performed. No additional information was provided.